Event description:
Reportedly, the safety shield was difficult to slide down the syringe barrel. The nurse, when moving the safety shield, experienced difficulty and got stuck by a contaminated needle. Infection control states that the nurse didn't use it properly.